Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 where it was reported the b port leaked as soon as start was pressed on the pump. This occurred after secondary tubing was attached. Turned off pump and changed primary tubing set as well as the cl3011 (spiros) to resolve issues. There was patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
No 146870489 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Corrected information can be found in d10 concomitant products, e3 and e4.